Event description:
It was reported patient underwent a right total knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to instability and wear. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under warnings: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects: "wear and/or deformation of articulating surfaces."